Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of receiving a low glucose alert when their bg reading did not indicate a low glucose. The event happened on (B)(6) 2026 at 09:54 am. The patient mentioned that bg value was 145 mg/dl where as sensor glucose (sg) reading was 78 mg/dl. No actions were taken by the patient as bg value did not indicate hypoglycemia.